Event description:
During ventilator power on self test [post] the therapist noted a "short test not allowed. Service required. Serial number mismatch." Error message. The ventilator would not allow further user input. Ventilator removed from service and sent to biomedical engineering for service. Biomedical confirmed error message and determined problem with removable flash ram module. Manufacturer contacted for warranty service. Manufacturer response for critical care ventilator, puritan bennett 980 (per site reporter): manufacturer to follow up and resolve.